Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife called for assistance with programming and reported that the customer had a high blood glucose 415 mg/dl. The customer was treated with a bolus. The insulin pump had run out of insulin. The troubleshooting was declined. The insulin pump was not replaced or returned for analysis.